Manufacturer narrative:
Follow-up # 2 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the meter was reading inaccurately at 5:18am on (B)(6) 2016, when he woke up with hypoglycemic symptoms of shakiness, heavy breathing, sweating [and] headaches. He claimed that he tested his blood glucose level using the subject meter and obtained an alleged inaccurately high result of 73 mg/dl. The patient manages his diabetes with insulin. He reported that he treated his immediate symptoms by taking sugar a few minutes after 5:18am on (B)(6) 2016 and later administered more food for longer effect. The patient reported that this incident was one of several episodes of hypoglycemia which he associates with the meter reading inaccurately high. He reported that on (B)(6) 2016, he checked the accuracy of the meter against the result from a laboratory device. He claimed that he obtained an alleged inaccurately high blood glucose result with the subject meter of 130 mg/dl compared to 97 mg/dl on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' criteria for accuracy. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure, the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. In conclusion, this complaint is being reported because the patient claims he obtained inaccurately high readings on the subject meter, administered treatment based on the alleged results and, on a number of occasions, reportedly developed symptoms suggestive of severe hypoglycemia when using the meter.

Manufacturer narrative:
The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.